Event description:
It was reported that high defibrillation impedance and high capture threshold were observed on the right ventricular (rv) lead. An x-ray was performed and externalized conductors were observed on the rv lead. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.